Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition, with no signs of external damage. A review of the event history log (ehl) identified battery not working. During the functional testing found battery not working at power up, followed shortly after by battery communication timeout. All battery values were zero. Testing battery operated as intended with no alarms occurring at power up. The root cause of the issue could not be determined. A corrective and preventative action has been opened to address the reported issue. Replaced and fully charged the battery. Performed power up process, preventative maintenance, and all functional tests which passed.

Event description:
It was reported that the pump exhibited a battery failure error. No patient injury was reported.